Manufacturer narrative:
It was reported the dcs was discarded by the facility after the procedure and would not be returned for analysis. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Inaccurate delivery is often influenced by patient anatomy and user technique. In this case, it was reported as being due to the tension applied on the delivery catheter system (dcs) during deployment which resulted in the valve dislodging. Without return of the product, and from the limited information available, no definitive conclusion could be drawn regarding the clinical observations.

Event description:
Medtronic received information that during the deployment of a transcatheter bioprosthetic valve, the capsule of this delivery catheter system did not open to deploy the valve as the dcs micro knob was being turned. The physician chose to remove the dcs and valve; the valve was reloaded onto another dcs and implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.